Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was difficult to fill with insulin. Multiple syringe needles and cartridges were used. Reportedly, customer resolved issue by replacing syringe needle and cartridge. There was no reported adverse impact to customer's blood glucose.